Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The very calcified and mildly tortuous target lesion was located in the left leg and distal superficial femoral artery. A 4.5mmx20mmx135cm (4f) sterling balloon catheter was used over an unspecified 014 wire. On one inflation, the balloon ruptured. The balloon was removed through an unspecified sheath. No patient complications were reported and the patient's status is fine.